Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the device's touchscreen was observed. The device's display and display board need to be replaced to address the issue.